Manufacturer narrative:
Multiple consecutive calibration failures were observed in the calibration data. The qc data showed frequent results outside of the acceptable range. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the sample pipettor requiring full replacement. The customer replaced the sample probe. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The gluc3 reagent lot number was 895967 with an expiration date of 31-oct-2026. The customer noted that the sample probe had descended into the gel of a tube, and a sample alarm had occurred earlier in the day. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 8000 c702 module. The initial result was 22 mg/dl. The repeat result was 111 mg/dl.